Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, after stent deployment, the patient became hypotensive with slurred speech and right facial droop. The patient was treated with a neosynephrine bolus, then a dopamine drip was started. The neurological event which was diagnosed as a transient ischemic attack resolved the day of the procedure. A cardiac echogram and a carotid ultrasound were normal. Two days postprocedure, the patient was discharged to home on sudafed and midodrine. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Hypotension and transient ischemic attacks are known potential adverse effects associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.